Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 16 x 3.50 promus premier¿ drug eluting stent was selected for use and advanced via a non-bsc guide extension catheter; however, the stet failed to cross the lesion. During removal, the tip of the guide extension catheter came in contact with the proximal edge of the stent and the stent was noted to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.